Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump has found it to be in good physical condition. The customer's reported complaint was verified. The device revealed error 41622 (error motor timeout). The motor then underwent functional testing and the error had then appeared again with a continuous alarm. Root cause was determined to be the motor and optic flex and will be replaced.

Event description:
Information was received that a smiths medical cadd solis vip had received an error code.